Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), ¿ as found condition: the pipeline flex was returned inside a bio-hazard bag, and shipping box. ¿ damage location details: the pushwire was found to be separated just proximal to the dps sleeves. The tip coil, sleeves, and braid were not returned. The distal and proximal dps restraints were intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. No bend was found on the pushwire. No defects were found with the resheathing pad, or the proximal bumper. The broken end was sent out for sem analysis. ¿ testing/analysis: per the sem results, the broken end exhibits features consistent with torsional overload. ¿ conclusion: based on the returned devices, the customer's complaint was confirmed, as the pushwire was separated proximal to the dps sleeves, with the broken end exhibiting features consistent with torsional overload. The observed damage on the hypotube (stretching) suggests that a high force was applied. It appears that the damage may have occurred when the customer attempted to advance/retrieve the pushwire through the catheter against resistance. The customer reported that vessel tortuosity was normal, and a continuous flush with heparinized saline was used, which eliminates them as potential causes. The cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported after the stent was deployed and the push guide wire was retrieved, the stent was massaged with a micro guide wire. When the micro guide wire passed through the microcatheter, it was found that the coil was broken in the microcatheter. Stent deployment was completed successfully before the pushwire coil detached. There was no unusual resistance or torque felt during stent deployment or pushwire withdrawal. There was no pushwire rotation, normal operation retrieval. The microcatheter system was flushed continuously with saline per the instructions for use (IFU) during the procedure. An attempt was made to retrieve the detached coil from the vasculature bu it could not be removed. The anatomical location of the retained coil segment is the internal carotid caverno-sinus fistula. The procedure was completed with blood flow diversion dense mesh stent implantation. There were no patient symptoms or complications reported as result of retained coil segment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left internal carotid artery ophthalmic artery aneurysm with a max diameter of 3.8 mm and a 2.4 mm neck diameter. It was noted that the patient's vessel tortuosity was normal. The landing zone was 4.3mm distally and 4.8mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that after the pipeline ped stent was deployed, the push rod was fully retrieved into the microcatheter and then into the intermediate catheter. During micro guidewire passage, the developing coil at the tip of the push rod was found to be drawn, broke off and fell into the blood vessel. It was impossible to remove the broken segment of the pushwire from the patient. It was unknown how many times the pushwire was rotated to deploy the pipeline. No friction or difficulty was experienced. The angiographic result post procedure showed normal blood vessels after surgery. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.